Event description:
Customer reported no reactivity with vra135 cell 7 and a pt with anti-kell. This report corresponds to orth clinical diagnostics inc (B)(4).

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed. Exact date of incident was not provided. Customer contacted ocd on (B)(4) 2009 indicating that another pt with anti-kell did not react.